Event description:
It was reported that the left ventricular (lv) lead was not capturing. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c154dwk implantable cardioverter defibrillator, (B)(6) 2007; 4524 implantable pacing lead, (B)(6) 1995. (B)(4).